Manufacturer narrative:
Note: saint jude medical (sjm) integrates the smiths advisor monitor into it's nursmate with physio system via k070706 sjm does not modify the advisor in any way: nursemate records the tabular data output by the advisor. Clinicians utilize the advisor's display and controls directly. Two smiths advisors are located at (B)(6): sns: (B)(4).

Event description:
When used as part of the nursemate with physio system, during cardiac electrophysiology cases, the smiths medical advisor vital signs monitor purportedly displayed inaccurate noinvasive blood pressure (nibp) while patients were experiencing cardiac arrhythmias. The advisor instructions for use (IFU) provide a clear warning regarding this result on the nibp channel. The hospital has thus far refused to release the patient data required above.